Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported her insulin pump is cracked on the reservoir and battery compartment. She stated the battery compartment keeps crumbling apart. Customer's blood glucose is 34 mg/dl. She treated with food and glucose tablets. She stated she has been having lows this week. Customer declined troubleshooting for low blood glucose because she already spoke to her doctor about it. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).